Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tibial impactor head broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.